Manufacturer narrative:
Product complaint # : (B)(4). No device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
In addition to what was previously reported, claim letter alleges injury, discomfort, raised metal ion levels, pseudotumor, bone loss, restriction of mobility, metallosis, and wear of the prosthesis.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. H10 additional narrative:  added: d10 and h6 (patient) corrected: d3, g1 and h6 (patient) by removing soft tissue injury.

Manufacturer narrative:
Product complaint # :(B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Product complaint # : if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
No adverse reaction reported. Update:11/07/2017 - claim letter alleges personal injuries, pain, elevated metal ions, pseudotumor and bone loss.

Event description:
Update ad 18 jun 2018 claim letter received. In addition to what was previously reported, claim letter alleges injury, discomfort, raised metal ion levels, pseudotumor, bone loss, restriction of mobility, metallosis, and wear of the prosthesis. Doi: (B)(6) 2010; dor: (B)(6) 2016; left hip.